Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient underwent surgery (uss 2 poly degenerative case). During the procedure, an uss low profile construct was combined with uss 2 poly screws on multiple levels. Screws were placed in the lumbar spine. When the heads were clicked on the screws and locked, all heads were checked properly for correct seating and fixation. One screws heads could not be locked correctly to the screw shaft and did not have the correct pull-off strength. Upon removal, it was noticed that the locking ring on the screwhead was broken, not giving the required locking force. A new screw head was used that could be fixed correctly; no excessive force was needed. There was no patient consequence. There was no surgical delay.